Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the turnbuckle arm broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the turnbuckle arm broken to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in maintenance. There was no pt/user injury reported. (B)(4).